Event description:
Litigation alleged the patient began to suffer pain, discomfort, uneven gait, a clicking sensation and elevated levels of chromium and cobalt since she was implanted with the asr hip. Subsequent medical testing allegedly revealed chromium levels of 3.6 and cobalt levels of 2.4.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.